Manufacturer narrative:
The investigation discovered no patient sample had been pipetted by reviewing the reaction curve from the patient's initial result. The field service engineer replaced various parts and performed preventative maintenance. After service, the customer has not reported any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable hcys homocysteine enzymatic assay result for one patient tested on a cobas 8000 c 502 module. The initial result was not reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. The patient¿s initial homocysteine result was 0.000 umol/l, and the patient¿s repeat result was 14.138 umol/l. Homocysteine reagent lot number was 440559 with an expiration date requested but not provided.